Event description:
Patient reported deflation. This record is for left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported deflation. This record is for left side. The device remains implanted.

Manufacturer narrative:
Clarification/correction to d4 device information: serial numbers (B)(6) were provided for unknown sides. Only the catalog number has been populated at this time until the affected device information can be confirmed. Clarification to d6a implant date: partial date 2014.